Manufacturer narrative:
Follow-up # 1 ¿ (05/22/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving inaccurate high reading of ¿70 mg/dl¿ compared to an ER meter reading of ¿30 mg/dl.¿ the complaint was classified based on the customer care advocate (cca) documentation. According to the patient, he was having symptoms of ¿shaky and weak¿ prior to receiving the alleged inaccurate high reading of ¿70 mg/dl¿ on (B)(6) 2014. Based on the reported reading, the patient allegedly did not take any action in regards to diabetes management. On the same day, the patient was tested on an emergency room meter at ¿30 mg/dl¿ and received hcp treatment with a glucagon injection. The patient could not provide the time difference between the lfs meter to ER meter comparison. This complaint is being reported because the patient required hcp treatment suggestive for hypoglycemia after the alleged inaccurate issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.